Manufacturer narrative:
(B)(4). The customer reported that the battery had failed during an opcheck test and showed "insert battery" message. There was no report of pt involvement. A philips investigator spoke with the customer who reported that they replaced the battery and that the unit is back in service at the customer site. See scanned page.

Event description:
The customer reported that the battery had failed during an opcheck test and showed "insert battery" message. There was no report of pt involvement.